Event description:
It was reported that the thermal protector on the instrument had slipped down. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that the electrical insulation had become slightly dislodged from its proper location. Engineering also found evidence that the instrument may have arced during a previous surgical procedure.